Manufacturer narrative:
The reported meter was returned and investigated with retain test strips. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing.

Event description:
Customer reported receiving a reading of 134 mg/dl on her adc meter on (B)(6) 2013 at around 10 pm which was lower than she felt. It was further reported that later on (B)(6) 2013 customer had a loss of consciousness and was found by her husband who gave customer sugar orally and administered 1 mg of glucophage via injection (customer initially stated it was glucagon, then changed the answer to glucophage). Paramedics were caller and it was reported that customer was hospitalized, however, no other information is available. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
The products have been requested back for an investigation. A follow up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.